Manufacturer narrative:
(B)(4): the investigation to determine the root cause of the couch malfunction is in progress. The defective couch is being returned to the mfg facility for analysis.

Event description:
(B)(6) hosp reported a pt support on a brilliance 16 CT scanner was making noises during vertical motion. A philips svc engineer found cracks in the vertical slide rail casting. The couch had not collapsed. No pt injury was reported and the site is operational.